Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "the luer-hub (white) was falling off from extension line after setting for 5 days." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as "the luer-hub (white) was falling off from extension line after setting for 5 days.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective cvc catheter. Visual analysis revealed that the proximal luer hub had separated from the extension line. A probable cause of the separation cannot be determined from the photos and without the sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the proximal extension line had separated directly adjacent to the proximal luer hub. A device history record review was performed based on sales history with no evidence to suggest a manufacturing related cause. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.